Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that a wallflex biliary fully covered rmv stent had been implanted in a patient during a papillectomy with stent placement procedure for the treatment of biliary stones in the ampulla and biliary duct on (B)(6) 2022. The anatomy was not dilated prior to stent placement procedure. According to the complainant, on (B)(6) 2022, during a follow-up endoscopic retrograde cholangiopancreatography (ercp) procedure, the stent was noted to have migrated inside the duct and a tissue ingrowth was observed to have developed inside the uncovered part of the stent which resulted to difficulty in removing the stent. Reportedly, the stone was removed. The stent was successfully removed using forceps and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).